Event description:
The product was used during a colon resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site & applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.